Event description:
A complaint was rec'd that a hospital facility rec'd a low blood glucose reading of 140 mg/dl on a softtact/sof-sense meter when compared to a valid laboratory reading of 150 mg/dl. These values, when plotted on a clarke error grid, fall into the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or medical intervention associated with this event.